Event description:
Caller states that the patient tested 3.8 inr on device uf0236515 using strip lot 396a-c14 and a lab drawn within 15 minutes returned as 1.96 inr. No action taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.